Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 10 months following a transfemoral aortic valve replacement procedure, the 23mm sapien 3 ultra (s3u) valve was failing with central regurgitation and stenosis and a 20mm sapien 3 ultra resilia was implanted within the s3u.

Manufacturer narrative:
Updated b4, g3, g6, and h2. Additional information added to b5. Added additional codes to h6 device code section. Investigation is ongoing.

Event description:
Medical records were received for review. According to the record, the patient's mean gradients were elevated beginning 30 days post implant at 25mmhg and increased to 38mmhg by 2022. Approximately 4 years post-implant, the patient was diagnosed with recurrent e. Faecalis bacteremia; however, transesophageal echocardiogram was negative for vegetation but infective endocarditis was presumed. Aortic stenosis and aortic insufficiency were noted, with an aortic valve area (ava) of 1.4cm2, thickened leaflets, aortic regurgitation, and leaflet motion restriction. The patient was not a candidate for surgical explant; however explant was recommended once patient was stable. Approximately 5 months later, the patient developed a subarachnoid hemorrhage and was placed back on IV antibiotics. Tte at that time showed aortic stenosis with mild-to-moderate insufficiency, a mean gradient of 37mmhg, and an ava of 0.8cm2. A valve-in-valve (viv) procedure was planned and performed successfully with no paravalvular leakage nor central regurgitation. The primary reason for intervention was deemed to be the stenosis with leaflet thickening, restricted leaflet motion, and central aortic regurgitation. CT imagery was reviewed and it appeared that the valve may be somewhat under-expanded. There also appeared to be thickening at the leaflet tips.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B7, h6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this event. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided of the patient's anatomy. There appeared to be thickening at the leaflet tips. In this case, thickened leaflet, leaflet motion restriction, stenosis and central regurgitation were confirmed based on the provided medical record and imagery. A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification/regurgitation/increased gradient), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Per patient's medical history, patient had vast comorbidities (e.g. Hypertension, diabetes mellitus, etc.), which are known that may increase the risk of early valve degeneration, leading to thickened leaflet. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the halt. However, a definitive root cause is unable to be determined. Regurgitation with restricted leaflet motion develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, thickened leaflet/halt was reported and observed from the imagery. Thickened leaflet/halt may interfere with the functionality of the device by restricting leaflet motion and leading to abnormal coaptation with regurgitation. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the leaflet motion restriction and regurgitation. However, a definitive root cause is unable to be determined. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, thickened leaflet/halt was reported and observed from the imagery. Thickened leaflet/halt may reduce the eoa (effective orifice area) of valve, and abnormal coaptation with narrow opening, leading to stenosis as reported. As such, available information suggests that patient factors (thickened leaflet) may have contributed to the stenosis. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.